Manufacturer narrative:
Product ID 8703w, lot# l70870, implanted: 1999-(B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A representative received a call the week prior to the report that a pump needed to be sent in for analysis. The patient had a ¿big abdominal surgery¿ on (B)(6) 2013. The physician went to read the pump and he could not read it because he needed a magnet, and the physician did not know that. The representative interrogated the pump on ¿wednesday or thursday¿, a day or two following the surgery. The patient was lethargic or non-responsive. The patient was given narcan, and ¿they responded a little bit¿, so the representative thought ¿okay, maybe something about the pump¿. The patient¿s dose was thought to be 12 mg/day with 50 mg/ml morphine. The pump was turned down to minimum rate which was ¿maybe two and a half of that concentration¿. The patient¿s daughter requested the pump be shut off. Later that day the physician noted that they were going to ¿shut the pump down because the daughter wanted to shut it off¿. The patient passed away ¿days later¿. The representative followed up and the healthcare provider indicated the expected residual volume was 17.1 cc¿s and they aspirated 17 cc¿s. The patient had a pump refill at about 10:00 on monday, (B)(6) 2013. The representative suspected a pocket refill was done, but the healthcare provider indicated that ¿the fact they aspirated off the pump that the pump was fine¿. The representative confirmed there was no volume discrepancy. The representative confirmed that did not know the actual cause of the patient¿s passing, though they stated the physician ¿thought it was an abdominal bleed¿. During the report, the representative noted the pump was beeping, and it was thought to be due to low battery. They clarified that the pump was not alarming when the patient was alive two weeks ago, and it was alarming post-mortem, and the pump had been explanted and ¿sitting there¿ for a week or so. The representative later clarified that the patient¿s pump was ¿shut down to stop¿ on (B)(6) 2013, and that the patient¿s surgery was ¿a big hernia repair, and was supposedly a big abdominal procedure¿. The representative later confirmed the patient had their large abdominal surgery on (B)(6) 2013 but they were hard to wake up and around a day or two post-op. The medication used within the system was confirmed to be morphine 50 mg/ml.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete, returned in segments. Result - no longer applicable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.